Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 1 second, the balloon ruptured and vertically separated. The device was removed and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition.